Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The field service representative reported pressure regulation high. The unit was not in use at the time of the reported problem, and there was no user or patient harm.

Manufacturer narrative:
G4: 20apr2020 b4: (B)(6)2020. Upon investigation it was determined that this MFR report #2031642-2020-01374 is a duplicate of an event previously reported under MFR report # 2031642-2020-01282. Any additional information will be submitted under the initially reported MFR#2031642-2020-01282 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.